Event description:
The stent/balloon catheter was placed in the lad vessel for deployment of the stent. Upon deployment, the vessel perforated. The physician placed another MFR's balloon catheter at the site and inflated it for a total of 13 minutes. The leakage stopped, however, the physician decided to send the pt to surgery for CABG.